Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent anterior cevical corpectomy. Post-op patient developed bilateral pain, weakness, numbness.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2009, the patient underwent c5 corpectomy utilizing peek and two 11 x 14 x 8 mm end caps, joined by center strut 11 x14 x 5 mm, forming a 21 x 11 x 14mm (h x l x d) cervical corpectomy construct. Reportedly, the construct was packed with rhbmp-2 sponge component of rhbmp-2/acs. It was further reported that post-op, the patient developed progressive bi-lateral paresis in both upper extremities and hands, incontinence, gait, dysphonia and dysphagia. The posterior laminectomy revision was performed in 2013.